Event description:
Stent was dislodged off stent balloon in the lad (left anterior descending artery). This patient had previously placed stents in the lad. A smaller balloon was used to retrieve stent without complications. All was removed from the patient. Deployed another stent without issues.